Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm and unresponsive buttons as a result of corroded keypad traces. Further tested was not performed due to the unresponsive buttons.

Event description:
The customer reported that the insulin pump was given bolus w/o pressing any buttons. The blood glucose reading at time of call was 412mgl/dl. The customer stated that he was experiencing high blood glucose between meals for the past two months. Troubleshooting was not performed due to the unresponsive buttons. No further information was provided.